Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the safety shield broke off an unspecified number of devices. No impact was reported.

Manufacturer narrative:
Investigation summary: "material #: 368650. Lot/batch #: 4018490. Bd received 4 samples for investigation. The samples were evaluated by visual examination and functional testing, each having their safety shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their safety shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."